Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's son called to report that the patient was hearing an alert. The patient went to the clinic and the alert was triggered by non-sustained episodes and short v-v intervals on the right ventricular (rv) lead from t-wave oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.